Manufacturer narrative:
The last calibration with the affected reagent lot was ok. Quality controls were within range. A general reagent problem could be ruled out as controls are acceptable. The investigation determined the issue is consistent with incorrect pre-analytic sample handling. The customer centrifuged the sample at high speed, mistakenly thinking the sample was in a different type of tube.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas c 503 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a glucose value of 403 mg/dl, which repeated as 254 mg/dl. The glucose reagent lot number is 519025, with an expiration date of 28-feb-2022.